Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2023 it was reported, by an arthrex subsidiary employee via email, that an ar-1588btb-2j tightrope ii btb sutures were running out when the package was opened. This was discovered during a procedure on 10/25/2023. The case was completed using a new product. Additional information received on 10/30/2023: upon opening the package, it was noticed that the sutures were cut. This was discovered during an acl repair, and it was completed using another ar-1588btb-2j tightrope ii btb.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error mishandling the device.